Event description:
It was reported by the patient that the "pacemaker is buldging out of their skin". The patient also reported that every time they stand up they faint. The patient noted they are developing blood clots in their lungs and legs and the patient is now on blood thinners. Additional information was attempted to be obtained from the physician, however, it was not available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.